Event description:
It was reported that during a case, the unit would not turn back on when prompted. The unit was turned back off and on and it did not work. The light was down to zero. It was further reported that this happened a couple of times.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.